Event description:
It was reported that when the device was used during an unknown procedure, the shield did not engage after penetrating the abdominal wall. Another device was used to complete the case. There was no consequence to the pt.